Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. And self-tes due to blank display. Unit received with overheating device anomaly due to corroded battery tube assembly. Unit received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unable to download successfully using thus software due to blank display. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with fading serial number label and broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirm for overheating device due to corroded battery tube. Unit received with broken belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the reservoir compartment of their insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer found no damage to the retainer ring. No harm requiring medical intervention was reported. The product was returned for analysis.